Manufacturer narrative:
A visual, dimensional and functional inspections were performed on the returned device. The reported difficulty to advance and difficulty to remove were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents and/or complaints reported for this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance, and difficulty to remove appear to be related to operational circumstances of the procedure. Based on the returned analysis, it is likely that the multiple devices used in the procedure caused interaction and likely caused the ht command 18 guide wire to become tangled and stuck during advancement through the sensor device resulting in the difficulty to remove during retraction. The noted kinks and bends on the core likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1 - region state.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the command guide wire became stuck with the delivery catheter of the cardiomems hf (heart failure) system during the procedure. The cardiomems system could not be advanced past the right ventricle. The command guide wire was removed with the delivery system and the sheath. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.